Event description:
It was reported that prior to start of da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report error 23008 on master tool manipulator left (mtml) 2. The site switched from dual console to single console.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.